Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results for vibrio. Bd service suggested a cleaning and environmental sweep, as well as installation of updated software scripts. The customer informed bd that they performed a decontamination cleaning and were no longer experiencing issues. This complaint was closed as unconfirmed. Device history record review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. The root cause was unable to be determined at the time of closure. Service history review showed a repeat failure occurred after this complaint was closed. Software script updates and further service action will be continued on case (B)(4). Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were several false positives. Exact number of false positives is unknown. There was no patient impact. The following information was provided by the initial reporter: "several possibly false positive vibrio results in channel 585/630. Curves have led to a positive interpretation (vibrio positive)."

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were several false positives. Exact number of false positives is unknown. There was no patient impact. The following information was provided by the initial reporter: "several possibly false positive vibrio results in channel 585/630. Curves have led to a positive interpretation (vibrio positive)."

Manufacturer narrative:
D.4. Medical device expiration date: unknown e.1. Initial reporter phone #: (B)(6) e.1. Initial reporter fax #: (B)(6). G.5. PMA / 510(k)#: k111860, k130470 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.